Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "does not detect that the door is closed" caused by a loose link screw (upper). The screws were replaced.

Event description:
It was reported that a pump "does not detect that the door is closed." It was also reported that there was no pt involvement/injury.